Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose due to increase in carbohydrate ratio the customer's blood glucose level was unknown at the time of incident. Customer's current blood glucose level was 115 mg/dl. His other blood glucose level was 180 mg/dl. The customer treated for their blood glucose level with insulin pump, the customer did not provide details on symptoms related to the high blood glucose levels. It is unknown whether auto mode was active at the time of the incident or not. Customer also reported that the insulin pump had an audio anomaly. The customer could hear the beep at volume 5 but not at volume 1. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).